Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). The medical device expiration date is unknown as the lot number is unknown. Initial reporter phone #: (B)(6). The device manufacture date is unknown as the lot number is unknown. Device evaluation: result - a sample was received for evaluation. The sample was evaluated according to the eclipse needle test manual and product specification. No non-compliance was found through the evaluation. The needle did not show cracks, grooves, leakage points or contours of imperfect components. When checking the positioning of the safety shield, it was found that it was out of the position of the hub, caused by excessive manual movement or improper movement of the user of the product. There is no evidence and possibility that this incorrect fitting originates in the manufacturing process because the system of assembly of safety shield has precise fitting. In addition, the out-of-position safety shield would come off during the needle assembly and packaging process, thereby ruling out root cause possibilities in the manufacturing process. A review of the device history record cannot be completed as the lot number was not provided for this incident. Specifically for the integrity of the needle, tests are performed every two hours, in 50 parts, with an acceptable quality level of 0.25% (nqa). Before the batch is released to the consumer, the consumer still goes through the evaluation process of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. After reviewing this document, it can be verified that all the tests performed were within the specifications of the product. No record was found that could lead to this defect. Bd was unable to duplicate or confirm the customer's indicated failure mode. The available sample complies with the product specification. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the safety mechanism of the suspect device broke at the time of activation. No injury or intervention was reported.